Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that patient was in prone position in the mayfield composite series skull clamp (a3059) for a posterior cervical fusion procedure, and the patient's head slipped in the pins as the mayfield was not locking properly. There was no injury to the patient and a replacement mayfield was brought into the room. No surgical delay has been reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4 (UDI), d9, g3, g6, h2, h3, h4, h11. Corrected field: d4 (serial#). The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit shows there is up and down movement in the lock, the index knob is cracked and not allowing the clamp to lock completely, and the rocker arm is sticking. Additionally, the unit has no recorded maintenance since it was purchased in 2021; therefore, it is recommended that it receive a preventive maintenance (pm) service at this time. To resolve the issues, the index knob, disk ratchet, retaining ring, screw, nut, washer and wave spring will be replaced along with general maintenance and cleaning. Root cause - the complaint is confirmed via inspection of the unit. The unit has no recorded maintenance since it was purchased in 2021and needs a pm service at this time. The probable root cause is rough handling of the unit. Additionally, improper or suboptimal placement of the skull clamp can contribute to slippage of the patient. No further corrective action beyond the aforementioned repairs is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.